Event description:
The lay user/pt contacted lfs on (B) (6) 2010, alleging that his ultra 2 powers off during use. The pt mentioned that he gets a lot of seizures and is not managing his diabetes well. The pt was exhibiting symptoms of feeling shaky, disoriented and was mumbling on (B) (6) 2010. Emts were called; however, the pt does not recall the reading on the paramedic's meter. He claimed he was treated with a sandwich, orange juice and was also treated with insulin. The following day, on (B) (6) 2010, he attempted to test his blood glucose; however, noticed that the meter powers on when pressing down on the meter memory; however, does not power on when inserting a test strip into the meter. It was also noted that on (B) (6) 2010, the paramedics were contacted and his blood glucose on the paramedics meter was 26 mg/dl. The pt was treated with food. There is no info on whether the pt exhibited symptoms at that time. It was noted that the pt may be storing the test strips incorrectly. The pt was unable/unwilling to verify whether the battery needed to be replaced. Customer care advocate (cca) sent the pt replacement products. No further clinical info was provided. It would have been helpful to know the pt' diabetes regimen, how often he was testing his blood glucose prior to the event, and whether the pt exhibited any symptoms on (B) (6) 2010. The complaint is being reported since the pt alleged he was unable to test due to the meter powering off during use and had to contact ems and had to be treated for a blood glucose of 26 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.